Manufacturer narrative:
Additional information was received that the lead was non-functional. The patient underwent a lead replacement procedure and was reportedly doing well. The explanted device was not returned to bsn. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients lead had high impedances. The physician suspected that the lead might be broken. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patients lead had high impedances. The physician suspected that the lead might be broken. The patient will undergo a lead replacement procedure.